Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that patient was standing at work today and out of a sudden started receiving sharp pain from their right implant location. Patient didn't fall nor was injured. Repeated shocking pain near the right side of the body. Near the vaginal, abdomen and lower back region. Muscles was tensing and pulsating. Pain level was a 10/10. Patient states they didn't know whether the pain was coming from the manufactured implanted device. The interstim x device was unable to be read when scanned using the programmer. Hcp stated the patient received pain medication for the pain. Additional information was received, a message from nas about a patient in the ER several hours away. They complained of severe shocking at ins site and vaginally. The shocking occurred with the device on and when they tried charging the ins. They were able to charge the device just barely enough to make sure the therapy was turned off and they did mention a por had occurred likely due to the battery dying. Rep told them they needed to follow up with a new physician since their implanting hcp is in another state. Told them to keep the device off until they can get in to establish care with another implanting physician.